Event description:
A self-expanding stent was positioned in left iliac artery. The stent delivery housing was retracted to deploy stent. A cooper wire from either the stent delivery sys or introducer sheath appeared to catch a strut of the distal stent. As housing was pulled back it pulled the stent towards the proxsmal end of the stent. The entire system could not be further manipulated. Pt to surgery for removal of stent, delivery sys, and introducer sheath.